Event description:
A few months after getting the implants, I started experiencing extreme pain in my lower abdomen. It was more prominent on the right hand side, but still affected my left as well. I would have to call in to work at times, as I could barely get out of bed, let alone care for my small child in such pain,which had me doubled over. I had gone to my doctor that placed the essure and he was adamant that none of the issues that started after the implants, were caused by the implants themselves. He did tests, ultrasounds and exams, and nothing was ever the cause. He thought there may have been cysts that were causing the pains, but nothing was found during my tests and procedures. He eventually suggested ripping out the coils from my tubes from the little sections that were sticking out, which actually frightened me so much, that I couldn't bear to go back to see him. I went to see another gyn, who had experienced similar side effects/pains. He again started the whole routine all over again, with tests, ultrasounds and other exams. Again nothing was found to be the cause. I mentioned that I had never had any of these symptoms before I had essure placed and he gave me the option to try removal of my tubes in order to remove the essure and hopefully all of the pet fibers with my tube removal. Essure was placed on (B)(6) 2011 and removed from my body (B)(6) 2014. Since removal of my tubes and the essure devices, I have had none of the same pains or discomfort. From about (B)(6) 2011 through (B)(6) 2013, I had experienced such pain and am now free of said pains, since the devices were removed. This should no longer be on the market, as I later found thousands of women who had suffered the same effects as me plus more. They say the success rate is 98 something percent, which I feel is a complete lie. I feel that these doctors who have performed the procedures are intentionally keeping facts and reports from the FDA as they are likely getting a bump back or whatever its called for pushing this procedure on their patients, as was the case with me. I wanted to avoid having surgery and wanted to avoid having additional children, when I requested a tubal or some sort of long term birth control, I was told by my doctor this is the safest and most effective procedure which would not be surgical. Because of this, I ended up having my tubes removed anyway. So much for not having a surgery. Essure ruined my life for 3+ years and I am now happy to report I am living a happy healthy essure free life.